Event description:
Dealer stated that the 9099p hydraulic pump is leaking oil on a 9805p hydraulic lift.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Product is to be returned for an evaluation. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.